Event description:
Embolization of an arteriovenous malformation (avm) of the left frontal lobe. During the procedure, it was reported that the catheter tip could not be removed from the onyx cast and was left in the patient.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2012-00752.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).